Event description:
It was reported this was a procedure to treat a heavily calcified, moderately tortuous, and 90% stenosed right coronary artery. An nc trek 2.00x12mm balloon delivery catheter (bdc) was inserted and advanced but had difficulties crossing the lesion. Once crossed, dilation was performed. However, the bdc ruptured at 11atm. Therefore, the bdc was removed without further issues and replaced with another nc trek. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted to the balloon during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the moderately tortuous and heavily calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.